Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures. The customer's blood glucose value was 300 mg/dl. The customer also reported that insulin pump had crack on confirmation button. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures alarm confirmed in pump history due to broken trace on u1 keypad assembly. Device received with cracked keypad at select button.